Event description:
It was reported that the patient fell down the stairs and landed on the side opposite the implantable device. The patient is now experiencing shocking and jolting sensations, mainly when lying down trying to sleep, while the stimulation is turned off. Additional information is being requested, a follow-up will be sent when additional information becomes available.

Manufacturer narrative:
(B) (4).